Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified need to replace the image intensifier. Replaced image intensifier. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2600 system will not fluoro. There was no report of patient injury.